Manufacturer narrative:
(B)(4). The field service engineer replaced the xtv camera system, this solved the problem.

Event description:
The customer reported that fluoroscopy capability was lost during a case.